Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported that after 3 uneventful uses of the solution for disinfection of her contact lenses, she experienced a burning sensation in both eyes following the fourth disinfection cycle. Consumer reported flushing her eyes with a saline and multipurpose solution after the onset of the burning. The following morning, the consumer reported that she continued to have a burning sensation, pain, light sensitivity, and that her vision was reduced. The consumer visited a hospital and reported that she was diagnosed with irritation and corneal burns in both eyes. Consumer was prescribed erythromycin to be used four times a day for two weeks. Two weeks after visiting the hospital, the consumer visited her eye care practitioner. Eye care practitioner reported that the patient¿s corneal burns had resolved at the time of the visit. Practitioner suspected corneal keratitis in both eyes. Practitioner did not provide treatment and reported that patient was recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.